Event description:
Litigation papers allege that the patient suffered pain and suffering and was injured by excessive levels of chromium and cobalt as a result of implantation of the depuy asr hip implants.update: 11/12/2012 plaintiff fact sheet received with part/lot information, no new information received that would change the investigational results.update rec'd 11/12/14 - plaintiff¿s preliminary disclosure form was received, which identified dor. The complaint and associated mdrs were updated. The adapter sleeve and femoral stem are now being added to the complaint.the complaint was updated on: 12/10/14.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.depuy synthes has been informed that the catalog number and lot number is not available.